Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that the insulin pump was having issues with blood glucose versus sensor glucose levels. Blood glucose level at the time of incident was 514 mg/dl. Sensor glucose level was 121 mg/dl. Difference is not within range. Threshold low suspend limit was 55 mg/dl. Insulin delivery was not suspended. Customer treated hyperglycemia with insulin pump. Troubleshooting occurred but did not resolve issue. The insulin pump was not returned for analysis.